Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the application instrument was checked prior to surgery and was found to have a broken tensioning mechanism. No other information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigation of the complaint application instrument has shown that the screw which is fixing the tensioning mechanism is missing; the mechanism is not working anymore. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that there was an attempt to dismantle the article. The present application instrument was analyzed as far as possible for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Further investigation has shown that this instrument was manufactured in july 2011 according to the specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.